Manufacturer narrative:
This MDR is being made void due to additional information received on 30-august-2017 regarding this incident. As stated, the initial complaint description received was incorrect. After confirmation that the only issue experienced with the device was a shaft leak and that there was no patient injury, it was determined that this MDR no longer meets the reporting requirement as per the united states (FDA) medical device reporting regulation cfr 21 part 803 of a MDR. Not returned to manufacturer.

Event description:
Initial complaint description received on 04-aug-2017 is as follows; "the balloon burst in the coronary artery, used ivus to check and dissection had been found" additional information was received on 30-aug-2017 as follows; "during a percutaneous coronary intervention (pci) in the right circumflex with 70% stenosis, slight calcification and slight vessel tortuosity, there was shaft leakage from a 3.25x10 empira nc rx percutaneous transluminal coronary angioplasty (ptca) balloon catheter during inflation. The defected product was withdrawn immediately. There was also some slight difficulty removing the product from the hoop. It was initially reported that the balloon catheter burst in the coronary artery. Ivus was used to check and a dissection was found. However, "after double check by the doctor, there was not any dissection found." The device was discarded. Additional information was received that there was a balloon deflation in the surgical procedure due to failure of the proximal shaft (shaft burst). Intravascular ultrasound (ivus) used to image the interior of blood vessels, and suspected vessel wall damage found however it was confirmed later that there was no dissection. The patient was in observation and has been discharged from the hospital later on. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components and no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was optiray at a 1:1 contrast to saline ratio with a dolphin inflation device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and leakage was noted from the shaft. Procedural films were requested but are not available." As the above information was contradictory, a phone call was made to the distributor who confirmed that the only problem with the device was shaft leak and that there was no patient injury.

Manufacturer narrative:
Investigation is still in progress. A follow-up MDR report will be submitted with the investigation findings.

Event description:
Complaint description received: "the balloon burst in the coronary artery, used ivus to check and dissection had been found"